Event description:
While servicing a coulter lh 750 hematology analyzer in a customer's facility, a beckman coulter field service engineer (fse) identified that reticulocyte test results were not being generated and the reticulocyte stain chamber was not draining completely. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the retic (reticulocyte) stain chamber (vc24) was not draining completely and replaced the 3 tube pinch valve, vl53, which was reportedly 'cracked at the neck'. (B)(4).